Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states the wire are exposed that is crimped in on the casing that screws on base plate and connects to frame.